Event description:
Event description boston scientific cardiac rhythm management (crm) received information that noise was noted on the right ventricular pace and shock electrograms of this implantable cardioverter defibrillator (ICD) and implantable transvenous leads. The noise was reproducible on the shock electrogram upon the patient pressing on the callers hands. No adverse patient effects were reported.